Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Qc investigation on 4/4/2017 returned test strips produce high readings. Most likely underlying root cause of high readings is due to improper storage: vial left open for an extended period of time test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained during call of 505 and 483 mg/dl. The customer's expected fasting blood glucose test result range is 115 - 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 505 mg/dl and 483 mg/dl using truebalance meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 06/30/2018 and open vial date was undisclosed. The meter memory was not reviewed for previous test result history. The meter does not retain current results; after the back to back testing the results did not appear on the meter and the results were limited. Memory concerns:the meter does not retain current results, after the back to back testing the results did not appear on the meter and the results were limited.